Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) ¿ stem . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to instability and to correct alignment of the proximal body. The proximal body was revised to correct version alignment. The surgeon stated that the proximal body was placed in mal-alignment at the primary surgery. Attempts have been made and no further information has been provided.